Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. ICD replacement was recommended. This ICD remains in service at this time. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. ICD replacement was recommended. This ICD remains in service at this time. No adverse patient effects were reported. Additional information was received. This ICD was explanted and a new ICD was successfully placed. No additional adverse patient effects were reported.